Event description:
It was reported that the patient presented in the emergency room for device checking. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. Patient status was no reported.

Manufacturer narrative:
Further information was requested but not received.